Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a check lines and bags alarm that appeared on the home choice (hc) machine during prime, the home patient (hp) revealed that air bubbles were noticed in the tubing on the red and blue color clamps. The technical service representative (tsr) advised the hp to start over using new supplies. During a follow-up with the hp, it was found that nothing was noticed with the supplies and using new supplies resolved the alarm. No patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags alarm. Sample was not returned therefore complaint cannot be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. Per the complaint information, air was seen in the tubing. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the check lines and bags alarms is in progress through (B)(4).